Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was suturing the patient's vaginal cuff, the wire on the large needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Engineering evaluation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. Engineering concluded that the damage suggests that instrument collisions or rough handling occurred. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.